Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds on her back. There was no alleged device malfunction contributing to the irritation. Patient reported that staff at the hospital are treating the wounds daily with medications and changing the dressings out. Follow up indicated that the wounds are healing.